Event description:
Per (B) (4) adverse event report, the pt was hospitalized after receiving a shock from the ICD. Device analysis revealed that the shock was triggered by a noise artifact. The rv pacing threshold had risen sharply to 5.7 volts at 0.7ms. The lead was replaced. Damage to the original lead was suspected during repositioning.